Event description:
Stryker representative in (B)(4) reported that "during the installation of the femoral component impactor crumbled. This event occurred during a surgical procedure."

Manufacturer narrative:
Additional info for lot # is cyn06a. Date of manufacture for lot # cyn06a: 02/22/2005. A supplemental report will be submitted upon completion of the investigation.